Event description:
It was reported that the customer experienced a malfunction with their insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged for the customer to receive a replacement pump with updated software and provided instructions for returning the malfunctioning pump to tandem. The customer reverted to an alternate method of insulin therapy.